Manufacturer narrative:
New information received from the customer reported abnormal excess inflation in the distal side of the balloon(material deformation); conclusion: the device was returned. A fiber disturbance was noted on the distal cone of the balloon, confirming the investigation for material frayed. Additionally, pebax fibers were noted to be peeled off the proximal cone, confirming the investigation for peeled material. The investigation is unconfirmed for the reported rupture, as the device was inflated and deflated without issue, and no leaks or ruptures were noted. However, upon inflation of the balloon, the distal end was found to be constricted at the fiber disturbance, confirming the investigation for material deformation. The definitive root cause for the reported or identified issues could not be determined based upon available information. It is unknown whether patient and/or procedural issues contributed to the event. The catalog number has not been cleared in the us, but is similar to the conquest pta dilatation balloon products that are cleared in the us. The 510 k number and pro code for the conquest pta dilatation balloon products are identified. Accordingly, this event has been determined to be MDR reportable. Manufacturing review: the device history records were reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Visual/microscopic inspection: the balloon size for this product is printed on the balloon hub of the catheter and identified the returned sample as a 8mm x 4cm balloon. A fiber disturbance was noted on the distal cone of the balloon, and the pebax was noted to be slightly peeled from the proximal cone. No kinks or other anomalies were identified to the device at this time. Functional/performance evaluation: the patency of the guidewire lumen was tested using an in-house 0.035¿ guidewire, and it passed without issue. The inflation hub was connected to an in-house inflation device, and an attempt was made to inflate the balloon with water. The balloon was fully inflated, however the balloon was constricted at the distal end due to the fiber disturbance. No leaks were noted, and the balloon was able to be deflated without issue. The balloon fibers were stripped from the barrel of the balloon, and no ruptures were noted. The balloon was inflated/deflated and no leaks or ruptures were noted. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion: the device was returned. A fiber disturbance was noted on the distal cone of the balloon, confirming the investigation for material frayed. Additionally, pebax fibers were noted to be peeled off the proximal cone, confirming the investigation for peeled material. The investigation is unconfirmed for the reported rupture, as the device was inflated and deflated without issue, and no leaks or ruptures were noted. The definitive root cause for the reported or identified issues could not be determined based upon available information. It is unknown whether patient and/or procedural issues contributed to the event. Labeling review: the current japan IFU (instructions for use) states: method for use: contents supplied sterile using ethylene oxide (eo). Non-pyrogenic. Do not use if sterile barrier is opened or damaged. To reduce the potential for vessel damage, the inflated diameter and length of the balloon should approximate the diameter and length of the vessel just proximal and distal to the stenosis. When the catheter is exposed to the vascular system, it should be manipulated while under high-quality fluoroscopic observation. Do not advance or retract the catheter unless the balloon is fully deflated. If resistance is met during manipulation, determine the cause of the resistance before proceeding. [Applying excessive force to the catheter can result in tip breakage or balloon separation.] Do not exceed the rbp recommended for this device. To prevent over pressurization, use of inflation device with manometer is recommended. [Balloon rupture may occur if the rbp rating is exceeded.] Careful attention must be paid to the expansion of the stents, dilatation of calcified lesions or tortuous anatomy. [It may lead to catheter damage or balloon rupture the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly ruptured under 20 atm. The pta balloon was exchanged over the guidewire for another that was used to complete the procedure. There was no reported patient injury. New information received from the customer reported abnormal excess inflation in the distal side of the balloon (material deformation);

Manufacturer narrative:
The catalog number identified has not been cleared in the us, but is similar to the conquest pta dilatation balloon products that are cleared in the us. The 510 k number and pro code for the conquest pta dilatation balloon products are identified. Accordingly, this event has been determined to be MDR reportable. Manufacturing review: the device history records were reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Visual/microscopic inspection: the balloon size for this product is printed on the balloon hub of the catheter and identified the returned sample as a 8mm x 4cm balloon. A fiber disturbance was noted on the distal cone of the balloon, and the pebax was noted to be slightly peeled from the proximal cone. No kinks or other anomalies were identified to the device at this time. Functional/performance evaluation: the patency of the guidewire lumen was tested using an in-house 0.035¿ guidewire, and it passed without issue. The inflation hub was connected to an in-house inflation device, and an attempt was made to inflate the balloon with water. The balloon was fully inflated, however the balloon was constricted at the distal end due to the fiber disturbance. No leaks were noted, and the balloon was able to be deflated without issue. The balloon fibers were stripped from the barrel of the balloon, and no ruptures were noted. The balloon was inflated/deflated and no leaks or ruptures were noted. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion: the device was returned. A fiber disturbance was noted on the distal cone of the balloon, confirming the investigation for material frayed. Additionally, pebax fibers were noted to be peeled off the proximal cone, confirming the investigation for peeled material. The investigation is unconfirmed for the reported rupture, as the device was inflated and deflated without issue, and no leaks or ruptures were noted. The definitive root cause for the reported or identified issues could not be determined based upon available information. It is unknown whether patient and/or procedural issues contributed to the event. Labeling review: the current (B)(6) IFU (instructions for use) states: method for use: contents supplied sterile using ethylene oxide (eo). Non-pyrogenic. Do not use if sterile barrier is opened or damaged. To reduce the potential for vessel damage, the inflated diameter and length of the balloon should approximate the diameter and length of the vessel just proximal and distal to the stenosis. When the catheter is exposed to the vascular system, it should be manipulated while under high-quality fluoroscopic observation. Do not advance or retract the catheter unless the balloon is fully deflated. If resistance is met during manipulation, determine the cause of the resistance before proceeding. [Applying excessive force to the catheter can result in tip breakage or balloon separation.] Do not exceed the rbp recommended for this device. To prevent over pressurization, use of inflation device with manometer is recommended. [Balloon rupture may occur if the rbp rating is exceeded.] Careful attention must be paid to the expansion of the stents, dilatation of calcified lesions or tortuous anatomy. It may lead to catheter damage or balloon rupture. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly ruptured under 20 atm. The pta balloon was exchanged over the guidewire for another that was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly ruptured under 20 atm. The pta balloon was exchanged over the guidewire for another that was used to complete the procedure. There was no reported patient injury.